Event description:
It was reported that a symptomatic patient with palpitation presented in the emergency room. The device was found to be in backup vvi mode. The device was successfully restored. The patient was in stable condition after the restoration.